Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. No product was returned or photographs were not provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial unicompartmental right knee replacement procedure on 13 september 2017 due to osteoarthritis. The patient was revised on 02 april 2021 due to pain, subsidence, and loosening. Office notes dated 12 mar 2021 - right knee exam: moderate pain, rom 0-130°, 4mm medial valgus laxity; xray review: unsatisfactory hardware placement, loosening of implants. During the procedure, the tibial component was found to have collapsed in the posterior medial corner, leading to some lifting up of the anterior portion with some loosening of the tibial component. The femoral component was well fixed. All the components were replaced. No other findings/complications related to the event were noted. Loosening is a known complication of arthroplasty. The loosening of the partial knee implant occurred within less than 4 years after initial partial knee arthroplasty. Many factors can contribute to such an early loosening which are related on one hand to the prosthesis and the surgery and on the other hand to the patient conditions and life-style e.g. Excessive or too early physical activity, obesity, osteoporosis and other bone diseases. There is currently no evidence suggesting that the loosening can be attributed to palacos® r, or it be concluded that palacos® r was a contributing factor in this case. Therefore, the case is assessed as patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products : item#: 42538000302, partial tibial cemented size c right medial, lot#: 63419140. Item#: 42558000202, partial femur cemented size 2 right medial, lot#: 63458357. Item#: 42528200311, partial articular surface right medial size c 11 mm, lot#: 63435449. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01320.

Event description:
Initial right partial knee arthroplasty performed 3.5 years ago. Subsequently, the patient was revised due to pain, subsidence, and loosening of the tibial component. A conversion to total knee arthroplasty occurred without complication.